Event description:
A healthcare professional reported rupture, discomfort and capsular contracture, baker grade IV. Mammography results indicated the right device with irregular contour and peripheral calcifications. This record relates to the right device. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. (B)(4).